Event description:
Pt was supine on fischer biopsy table. Pt was not over the weight limit. During the procedure the table dropped down. As a result, the biopsy machine misfired and tissue biopsy was not taken from the correct location. The patient will require a second biopsy procedure.